Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had a painful stimulation in neck during MRI scan which was sudden. Patient didn't disclose implantables during intake. Caller assumes the stim was on during the scan. Caller reported patient had a "localizer" that only lasts about 25 seconds and was on the MRI table for <(><<)>5 minutes. Caller will contact managing doctor to review interrogation post MRI because of the stimulation felt in the neck. No further complications were reported.